Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sometimes when they lay down they feel their belly shaking (stimulation in stomach) and sometimes when they are sleeping device stimulates their leg and they feel little pulses. Pt said their whole body feels weird with the implant but that was something they would need to get used to. Pt said that today after work they felt like they were being electrocuted when they leaned back in their chair and laid down in their bed. Pt confirmed that this resolved when they got out of that body position. Pss reviewed labeling regarding possible changes in stimulation and how to adjust stimulation with controller. Pt said that they had tried turning stimulation down to sleep but then end up turning stimulation back on because they have pain without stimulation on. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included pt mentioned prior to getting device they could hardly walk because of pain and had pain in knees, patient said device helped with pain. Additional information was received from the patient and the rep. It was reported that ins is "shocking their brain with electricity". They haven't been able to get rid of the pain, and experience being "electrocuted" when they straighten up, bend, or turn sideways. If they sat back in a chair, they would be "thrown out of the chair" because of the issue of being electrocuted. Pt noted they can't set the stimulation to where they are comfortable and can't walk without forming tears in their eyes. Pt noted later on in the call that when they make adjustments, the pain may go away when they turn the stimulation up, but they are still experiencing more pain than when they had the trial. If they raise stimulation too high, they get sick and experience nausea. They are supposed to feel stimulation in both of their knees. They met wit a rep on friday for their post-op and to get reprogramming of the ins. Pt noted that before they met with the rep, they had only programs 1 and 2. Pt noted programs 1 and 2 (left and right side of their body) were working to provide stimulation in the pt's knee caps. After meeting with the rep, they had programs 3 and 4 added to their programming. They also had the programming switched to "50 hertz", and the rep changed the settings to match what the pt had during the trial period. After meeting with the rep for reprogramming, the issue of shocking when they laid down or stretched was resolved. When they make adjustments on a group, switch to another group, and go back to the previous group, the settings don't save. Pt confirmed they have adaptive stim (as) enabled. Reviewed as, considerations w/ making adjustments, and expectations w/ the therapy. Pt reported that group a was currently active, the ins was on, and programs 1-4 were available to adjust. Pt increased stim for program 1 from 2.0ma - 2.6ma and confirmed that they felt stimulation in their right knee and in their left hand. Pt indicated they have dtm programming available and that they had specific instructions by the rep when it came to making adjustments. Patient turned as off for each program (under group a). Pt noted during the call that it was a "very foreign feeling" to have the ins implanted and their body is still getting used to it. Later, the rep reported that he programmed the patient on dtm last week. When patient says shocking he is referring to breakthrough stimulation in different position. Rep did turn on his adaptive stim at the appointment. Patient called rep on friday saying all his values were lost and showing 0 on all programs. So the rep manually walked through the patient his perception threshold on all programs. Said that he lost them again on sunday. So rep gave him patient services number to troubleshoot maybe a telemetry issue.